Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that in 2008, a kidney dialysis patient generated a nonreactive result (s/co 0.78) on the axsym hcv v3.0 assay. The physician questioned this result due to the patient's elevated asl and alt values. Four days later, the patient went to another hospital and was reactive for anti-hcv using the j&j method. Another four days later, another sample from this patient tested nonreactive on axsym. The sample was sent to two additional laboratories and the sample was nonreactive on axsym (s/co 0.4) but weak reactive on two architect i2000 analyzers with an s/co of 1.64 and 1.6. Six days later, another sample from this patient was nonreactive on axsym. The sample was sent to three other hospitals, in which two of them use axsym and the other uses the architect i2000. The axsym results were nonreactive but a weak reactive result (s/co 1.6) was obtained on architect. This sample was also tested by pcr and was positive. On april 25, 2008, the patient was tested by the j&j method and was reactive for anti-hcv but was nonreactive on axsym with an s/co value of 0.75. A week later, another sample from this patient generated nonreactive results on axsym, weak reactive on architect and reactive on the j&j method. On the following month, another sample from this patient was reactive on axsym with an s/co of 4.73.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Additional lot numbers: 60369lf02 and 59059lf00. As lot numbers 58502lf00 and 59059lf00 are already expired, they could not be tested within this investigation. The patient sample received from the customer's site was tested with in-house samples of lot numbers 60369lf00 and 62079lf00 and gave non-reactive results consistent with the results the customer obtained (values of 0.62-0.81 s/co). The sample also tested indeterminate on immunoblot chiron riba hcv 3.0 sia (core: +++) and positive on immunoblot inna-lia hcv (c1 ++, c2 +). Based on these data, the results for this sample must be classified as false non-reactive for axsym hcv version 3.0. Additional testing was performed to investigate the analytical and clinical sensitivity of these reagent lots. Testing of the in-house reagents, lot numbers 60369lf00 and 62079lf00 showed that the calibrator, controls and all sensitivity panels (core, c100, 33c and ns5 tested for final lot release) were within the specification range and a review of the sensitivity panel test data from the time of final lot release testing compared to the investigation testing indicates no stability issue with these reagent lots. In addition three anti-hcv seroconversion panels (bbi phv 905, 911 and 914) were tested with the in-house reagents, lot numbers 58502lf00 (historical data from in-house study in 2007), 60369lf00 and 62079lf00 and showed the expected number of reactive bleeds with comparable s/co values (compared to historical results of a reference reagent lots from late 2003, 2008 and bbi diagnostics evaluation data). Based on these seroconversion data, the axsym hcv version 3.0 should give reactive results for a sample after 16 to 19 days on average after infection with the hepatitis c virus. As part of our investigation, we have reviewed the complaint and manufacturing records for axsym hcv version 3.0 reagent kit, lot numbers 58502lf00, 59059lf00, 60369lf02 and 62079lf00. This included review of final lot release data for sensitivity panel testing on lot number 59059lf00. This review did not identify any problems relating to the customer's observation. Based on our investigation we have determined that axsym hcv version 3.0 reagent kit, lot numbers 58502lf00, 59059lf00, 60369lf02 and 62079lf00 are performing acceptably with respect to sensitivity claims. The information received from the customer's site indicates that the patient had an early infection by the hepatitis c virus. Discrepant immunoassay results for antibodies in early seroconversion of individual patients may be due to several reasons. Random assay variability for seroconversion samples reading around the cutoff is the most frequent cause for such cases. However, random error cannot explain the two false non-reactive anti-core results in the present case. Other reasons for discrepant results in such samples are due to differences in the assay architecture, clonality and avidity of antibodies in individual patient samples. Taken together we conclude that the customer identified a very rare case of a sample in which the reactivity of antibodies was not detected with our assay system in an early stage of infection, leading to a false non-reacting result, while we were able to confirm assay sensitivity for all other samples that were tested. This is the final report.